Event description:
During procedure for vertebroplasty reconstruction, needles were placed in the mid portion of the vertebral body and linear osteotomes were used to create osseous channel to the anterior portion. After this, 4 cc of pmma (cement) was injected without difficulty or complication. Following the procedure the needles were removed with the exception of the left l5 needle. The hub of the needle became detached from the cannula of the needle. This was ventral to the skin surface. Subsequently, pt required intervention via an additional surgical procedure - a 5 cm incision was made and a pair of sterile vice grips were used to access the needle. The needle was subsequently removed without further complication.